Event description:
The implantable neurostimulator was ending out of the skin in the pt's buttock. The hcp removed the device from the buttock, disconnected the extension, and reimplanted the device in the pt's left abdomen using a longer extension. Bipolar electrode impedances of all combinations involving electrode # 2 were greater than 4000 ohms. All other impedances were within normal limits. Therapy impedance was 714 ohms. The hcp was able to program around the affected electrode to provide stimulation coverage in the pt's left leg. Electrode # 2 was not used; the other 3 electrodes worked. The pt recovered without sequela.